Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the patient position module is not alarming at the bed. No injury reported.